Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had two isolated stored signal artifact monitoring (sam) episodes due to oversensing of the minute ventilation (mv) feature signal on both the right atrial and the right ventricular channels. This resulted in the minute ventilation (mv) feature being automatically disabled. Additionally, the sam episode revealed a high out-of-range impedance measurement on both channels with noise from the same day stored were stored. Which was believed to be caused by a cardioversion intervention. The product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had two isolated stored signal artifact monitoring (sam) episodes due to oversensing of the minute ventilation (mv) feature signal on both the right atrial and the right ventricular channels. This resulted in the minute ventilation (mv) feature being automatically disabled. Additionally, the sam episode revealed a high out-of-range impedance measurement on both channels with noise from the same day stored were stored. Which was believed to be caused by a cardioversion intervention. The product remains in service and no adverse patient effects were reported.